Event description:
It was reported that high capture theshold, low sensing and a drop in impedance were observed. A thorax x-ray showed that the lead had perforated the patient one day after implant. The lead was repositioned with good values, and remains implanted.

Manufacturer narrative:
Na